Event description:
The pt reported his insulin infusion device displayed a "77" and "3.00." He stated he had the battery pack in the device for a long time. The pt said he is aware of the battery pack recall. The pt removed the recalled battery and inserted a corrected one which resolved the issue. The pt was advised to discard all recalled batteries. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.